Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: evaluation revealed that the battery compartment threads were cracked. The returned battery cap was found to be damaged/stripped and was not able to be secured properly to the pump. A test battery cap was used to complete investigation. Unrelated to the complaint, evaluation revealed that the display was dim/fading and discolored. Also unrelated to the complaint, evaluation revealed that the up arrow and down arrow keypad buttons were intermittently unresponsive. The keypad cover was fully intact; no damage was observed. The keypad cover was removed and the ok button contact was found to be inverted and did not spring back after being pressed. There was evidence of contamination found under all key contacts.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter alleged that the battery compartment was cracked. It was noted that the battery cap was not able to be secured to the pump properly. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.